Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot -manufacturing location: (B)(4). Manufacturing date: 09-apr-2020 expiration date: 31-mar-2030 part number: 04.037.242s, 12mm/130 deg ti cann tfna 170mm - sterile. Lot number: 51p1768 (sterile). Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final, ns500294097 rev a met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection ns067861 rev b met all inspection acceptance criteria. Packaging label logs (pll) lppf rev d, lmd rev b were reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 17626 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive. Lot number: 46p9512. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, ns062925 rev e met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended. Lot number: 23p9307. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley dated 28-jan-2020 were reviewed and determined to be conforming. Part number: 04.037.942.2, lock prong, 130 degree, tfna lot number: 29p1390. Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00. Lot number: 32p9683. Lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report supplied by (B)(4) dated 10-oct-2019 was reviewed and determined to be conforming. Lot summary report dated 16-dec-2019 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review - 12-may-2021: DHR reviewed by: (B)(4). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that, the patient underwent removal of the proximal femoral nailing system (tfna) nail, tfna helical blade, tfna end cap, and locking screw due to the fracture. Procedure was completed successfully without any delay and no fragments were generated. This report is for one (1) 12mm/130 deg ti cann tfna 170mm - sterile. This is report 1 of 4 for complaint (B)(4).